Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history totals did not match the active basal program. The reporter stated that the patient had a blood glucose of over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: the basal total daily dose totals for (B)(6) 2016 added up correctly and reflected the user's programmed basal rates. The black box for this date was not available. No alarms were recorded in the alarm history. The basal total daily doses on (B)(6) 2016 appeared to be inaccurate due to a manual time change observed in the black box. The pump was exercised for 24 hours and at the end of the test, had correctly recorded the basal deliveries. The alleged issue could not be duplicated.